Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut rows 5 and 6 from the distal end were lifted and pulled proximally, the most proximal stent struts were also lifted and pulled proximally. The undamaged crimped stent outer diameter within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 200mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12feb2019. It was reported that shaft kink occurred. Vascular access was obtained via femoral artery. The long, 80% stenosed, concentric target lesion with >=90 degree bend was located in the proximal left anterior descending artery. A 4.00 x 28 synergy stent was advanced for treatment. However, it was noted that the shaft got an acute kink in the mid portion. The procedure was completed using a different device with the aid of a buddy wire. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.